Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: patient consequences? If yes, please specify. --no a request was made to void this pc (B)(4), however, the event descriptions and quantities in (B)(4) and (B)(4) are not the same. Please provide clarification: (B)(4) - pull off suture needle & breakage suture. The problem of pulling off suture needle happened. Besides, suture broke. 3 ips (B)(4) - breakage suture. The suture broke when sewing in an unknown surgery. 6 ip please clarify the issue reported: did the sutures break or did the sutures pull off the needle? --the sutures broke, the sutures did not pull off the needle how many total sutures had suture breakage? --6 how many total sutures had suture needle pull off? --0 please clarify did 3 sutures break or did 3 sutures pull off the needle during the procedure reported under (B)(4)? --actual 6 sutures broke during the procedure. Please confirm, 6 sutures broke during the procedure reported under (B)(4). --yes a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, when the doctor was using suture to suture the subcutaneous tissue, the suture broke. The surgeon immediately changed to another suture to suture the patient's wound. This situation seriously affected the progress of the surgery. There were no adverse patient consequences reported. Additional information was requested.